Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that for the returned photo, the adapter body halves and blue unload switch were loose off the adapter. The adapter body halves had large cracks in them. While the adapter received connected to the associated reload. The adapter body halves were loose off of the adapter. The adapter body halves had large cracks in them. It was reported that the adapter device completely fell apart. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the adapter is a precise instrument. Care should be taken to avoid dropping. Improper handling, cleaning, or sterilization may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic procedure for prostate cancer, while stapling the dorsal venous complex (dvc), the adapter device completely fell apart. The device was replaced with a new adapter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D.10. Concomitant product: egia60avm, egia60avm egia 60 artic vasc med sulu (lot# unknown); sigpshell, sig power sigpshell control shell (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.